Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft expansion occurred. A 4.5x12mm quantum maverick balloon catheter was used in the patient and it was noted the balloon was inflated but the expansion was inadequate. The shaft proximal to the balloon was also expanded along with the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR : returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and balloon. The distal shaft, balloon, balloon bonds and markerbands were examined. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was plastically deformed proximal of the proximal balloon weld. The confirmed shaft damage is consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft expansion occurred. A 4.5x12mm quantum maverick balloon catheter was used in the patient and it was noted the balloon was inflated but the expansion was inadequate. The shaft proximal to the balloon was also expanded along with the balloon. The procedure was completed with another of the same device. No patient complications were reported.